Manufacturer narrative:
Analysis confirmed the customer comment of a generated error indicating that the session would be closed, the analyzer would not communicate with a known good programmer and the analyzer was therefore replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer generated an error which indicated that the programmer software analyzer (psa) session would be closed when toggling from the device application to the psa. The analyzer was returned to service. There was no patient involvement.